Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reading displays at least 20 units more than is available in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to duplicate remaining insulin reading issue. During testing, the pump was able to load a 100u cartridge accurately. The pump displayed the appropriate remaining insulin reading on the home screen. A 10 unit normal bolus and a 10 unit audio bolus were performed and were accurately recorded in the bolus history. Unrelated to the complaint, the battery compartment was found to be cracked on the side, extending from the case seal.